Event description:
During a laparoscopically assisted vaginal hysterectomy procedure. The instrument was difficult to remove from the application site. The surgeon resected the tissue to remove the device. Another instrument was applied to complete the procedure. The hosp has stated that the pt's condition is satisfactory.